Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 480 mg/dl with symptoms of dehydration (dizzy, lightheaded), polyuria, and thirst. It was reported that an alleged battery life issue, inaccurate delivery issue and x-ray exposure contributed to the bg excursion. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. Also during troubleshooting, it was determined that the alarm history indicated that the battery less was less than expected and the patient did not receive a replace battery alarm. It was determined that this had not occurred with 3 separate batteries out of at least 2 separate packs. Cts advised the patient to try a battery from a new pack. Reportedly, the pump was exposed to an x-ray at the airport. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the black box showed a replace battery alarm followed by pump reboot on (B)(6) 2015 at 14:45; deliveries resumed 15:28. There was no evidence of short battery life observed in the black box and all current draws measured within specification. The last basal delivery and the last bolus delivery were on (B)(6) 2015. There were no errors, alarms or warnings during testing. An ezprime sequence and 24hr duration test were successfully completed. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump cover was removed and there was no damage found internally. Unrelated to the original complaint, the display had a pinkish contrast and the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.